Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that two patients underwent breast reconstruction surgery with contour profile gel implants. The reconstructed breast was too large compared with the normal contralateral side, and they therefore underwent exchange to smaller cpg implants. Title: ¿early experience with an anatomical soft cohesive silicone gel prosthesis in cosmetic and reconstructive breast implant surgery¿ contour profile gel implants were used in this procedure; however, lot and catalog numbers are unknown. The purpose of this study is to report the early experience of a single surgeon with the use of the recently introduced soft cohesive silicone gel implants by mentor. The study was conducted from march 2001 to october 2002.